Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (intermittent power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2015 with the following findings: a review of the pump black box revealed multiple pump reboots. The pump powered on with the returned battery cap. The battery cap was able to fully tighten and the measurements were within specifications. The battery compartment was found to be intact. The pump was exercised with the returned battery cap for 24 hours with no reboot, loss of power or call service alarms duplicated. An ¿intermittent power¿ event was not duplicated during the investigation. Unrelated to the original complaint, the audio bolus button cover was detached. The functionality of the button was unable to be verified due to the missing cover. The pump case was removed and there was evidence of moisture contamination observed inside the pump on the audio bolus button switch and connector. (B)(4).